Event description:
The account alleged the nurse call is not functioning and the nurse call backlight was off. No pt impact.

Manufacturer narrative:
The tech found the caregiver board power control board had been deactivated. The tech reset the caregiver power control board to resolve the issue.